Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 20810 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. Review of the catheter smart chip data indicated the catheter was used for four applications on the event date. During functional testing, the console terminated the application and triggered system notice 50001 (a system notice was received indicating that the vacuum was disabled due to a problem with the coaxial umbilical cable). Frost was found on the coaxial connector. Pressure testing and dissection showed the coaxial port was detached from the handle and was pressurized from the injection tube at the coaxial port while the free side of injection tube was blocked at the other side. Pressure testing showed the bubbles were coming out from the coaxial port, identifying a leak path at the bonding location of the injection tube and coaxial connector. In conclusion, the reported issue of ice bubbles on the handle was confirmed during testing and the balloon catheter did not pass the returned product inspection due to a leak observed from the injection tube through the coaxial connector adhesive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there were ice bubbles on the handle of the balloon catheter. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.